Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a dislodged crimp. A visual inspection revealed that the instrument had a dislodged crimp. The wrist constraint crimp was found to be dislodged at the distal end, resulting in imprecise instrument motion. Due to the dislodged crimp, the instrument is unable to straighten the wrist. There is no damage to the main tube, joggle tube, housing, or grip tips. The release buttons and grip knob are functional. The instrument was found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece, measuring approximately 3.2mm x 1.7mm, was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the monopolar curved scissors instrument was found to have protruding wire and was bent. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damage was identified prior to the start of the procedure during preparation. No fragments fell into the patient, and all observed damage or material loss occurred outside of surgery. Additionally, there were no instances of the patient returning to the hospital due to complications associated with the retention of foreign material.